Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no external damage to the pump. A review of the event history log identified check clutch, plunger lever error. During functional testing using the flow test, the reported issue of check clutch, plunger lever error was duplicated. The position pot was not plugged into the main board. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Plugged position pot onto main board. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a plunger sensor failure. No patient injury was reported.